Manufacturer narrative:
Failure analysis on the returned data acquisition to motor controller cable shows that the data acquisition pcba to motor controller pcba cable was tested and no failures were identified.

Manufacturer narrative:
.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. (The spi bus is an internal communication link between the cpu and the gds.) The customer reported there was no patient involvement.